Event description:
Upon admission of pt for chemotherapy infusion, it was noted that the cath was broken. According to the "retrieval of intravascular foreign body in the chest," the central venous catheter broke in the subclavicular area on the left with the fragment floating centrally, probably into the right side of the heart, at least some of which appears to be transverse into the region of the right atrium. The port portion of the catheter is projecting over the left upper chest felt to be the anterior chest wall.